Event description:
Had a severe reaction to tms after 5 treatments. Was warned that I would have an adverse reaction around 15 treatments when the neurons started firing, but I had the exact reaction as described after 5 treatments and then dr arene denied it being possible, but continued to up the stimulation every time I had a session of tms. Dr (B)(6) never followed up with me after several complaints and reporting hospitalization after the treatment. Multiple labs and self reporting of life threatening condition and severe symptoms after 6 sessions of neurostar tms treatment. FDA safety report ID# (B)(4).